Manufacturer narrative:
Preventive maintenance for the console was performed at the customer's site and during testing, tcmid: 05 (coolant diff failure) error message was reported. The console was returned to zoll and upon evaluation, the reported error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional testing. The root cause was determined to be a defective pic-16 pc board and lm34 temperature sensor due to wear and tear. The thermogard console is a reusable device and was manufactured in january 2011 and is more than 9 years old, well beyond its expected serviceable life of 5 years. There were no records of preventive maintenance performed for the last three years. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message. Visual inspection was performed and noted damaged lid bumpers and missing pan drip likely due to the user mishandling. The pic-16 pc board and lm34 temperature sensor need to be replaced to address the tcmid:05 error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
Preventive maintenance for the thermogard xp ivtm console was performed at the customer's site and during testing tcmid:05 (coolant diff failure) error message was reported.